Event description:
It was reported that the caller experienced a rapid 65% increase in the ibc earlier in the day. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.